Manufacturer narrative:
(B)(4). The patient was born on an unreported date in (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The peritonitis was manifested by turbid effluent and stomach ache. The cause of the peritonitis was not reported. On an unreported date, the patient began treatment with unspecified medication (route, medication, dosage, frequency, and duration not reported) for the peritonitis event. Medication treatment was ongoing. It was not reported if dianeal therapy was ongoing. It was not reported if the patient was recovering or was recovered from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). On unreported dates, the peritonitis was also manifested by abdominal pain, nausea, and vomiting for six days. On unreported dates, the patient¿s peritoneal dialysis (pd) effluent was cloudy for three days. The cause of the peritonitis was unknown. On the same day as peritonitis onset, the patient was hospitalized for the event. On the same day, the patient began treatment for the peritonitis with cefazolin (intraperitoneally (ip), 125 milligrams per liter, frequency not reported), ceftazidime (ip, 125 milligrams per liter, frequency not reported) and tablet fluconazole (200 milligrams, every other day). Three days later, treatment with cefazolin was discontinued. On the same date, the patient began treatment for the peritonitis with gentamicin (ip, 40 milligrams every two liters). Two days later, treatments with ceftazidime and gentamicin were discontinued. On the same date, the patient¿s pd catheter was removed, dianeal therapy was discontinued, and the patient was started on hemodialysis therapy. On the same date, the peritonitis was reported as resolved and the patient was recovered from the event. The following day, treatment with fluconazole was discontinued and the patient began treatment for the peritonitis with tazocin (intravenously (IV), 2.25 grams three times a day) and tablet ciprofloxacin (500 mg twice a day). Two days later, treatment with tazocin was discontinued. On the following day and four days after, the patient received stat doses of amikacin (250 mg, IV) for the peritonitis. Two days later, the patient was discharged from the hospital. Twelve days later, treatment with ciprofloxacin was discontinued. Should additional relevant information become available, a supplemental report will be submitted.